Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The introducer dilator and sheath were returned with dried blood on the components. The side port tubing was returned detached from the sheath. The tubing pocket was examined, and an insufficient amount of adhesive was noted. The reported detached sheath side port tubing was confirmed by the evaluation. This issue has been determined to be a supplier manufacturing issue and a scar was initiated to investigate the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # : (B)(4). Device not returned.

Event description:
It was reported that the sheath port fell out. There was no patient harm or adverse event reported.